Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider stated the end user alleges the seat upholstery has a lot of slack. Prover states the chair was purchased second hand.